Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due vehicular accident on (B)(6) 2019 with blood glucose level of 167 mg/dl at the time of incident. The customer was using the insulin pump at the time of accident. The customer was treated with computerized tomography during hospitalization. The device will not be returned for analysis.